Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the user dropped the ilet from a pocket while lifting and the screen cracked, resulting in a hardware failure of the display enclosure that required replacement; the user transitioned to multiple daily injections and continued dexcom use. Symptoms included none, and blood glucose was not affected. Outcomes included no emergency treatment, no hospitalization, and no long-term impact. Investigation included review of the event narrative and device history as available, and collection of return logistics to enable assessment. Investigation of this device revealed damage consistent with accidental physical impact to the device housing and screen, with no indication of a device malfunction prior to the drop. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device design or manufacturing.